Event description:
The customer alleged that his contour meter read 40-60 mg/dl high compared to another meter. Depending on the actual readings, the difference of 60 mg/dl could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. The customer was also sent a new contour meter. No product will be returned at this time.